Manufacturer narrative:
(B)(4). Date sent: 04/10/2020. D4: batch # t5ez2e. Device analysis: the analysis results found that the tlc10 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. In addition, a reload (b) was received fully fired and a staple was observed no properly formed on the cartridge deck. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. Although the returned staple was found to be malformed, no conclusion could be reached as to the cause of the staple malformation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Per photographic evaluation: four photos were received. The 1st & 2nd photos show tissue outside of the patient the staple line is seen with malformed staples. The 3rd photo shows the proximate linear cutter device closed with a blue cartridge loaded on the device. In addition, a second reload is also showed which is fully fired. The 4th photo shows tissue with staple line and malformed staples are noted. Based on the photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a pancreaticoduodenectomy, the staples on a staple line next to the knife were unformed at the second firing. The device was used on the gastric body at the oral side 1cm away from the pylorus region. The event occurred at the side of the gastric remnant there. Then, the cartridge was replaced and the device was fired again, but the same event continued. The target tissue was not stiff and not thick. The tissue was cut properly. Additional suture was performed to complete the case. No bleeding and no tissue damaged occurred. The additional tissue of 2cm was cut and the another device was used. The additional buried suture was performed for the staple line of second firing. The target tissue and the patient were usual. There were no adverse consequences to the patient. No further information is available.